Event description:
Pt underwent abdominal aortic aneurysm surgery on (B)(6) 2010. It was reported, a blood weeping from the root of the perfusion branch after rewarming. Fiblin glue was applied and gauze was used to stop weeping. Surgery was reported to have been prolonged by 1 hour. There was no reported pt injury and the graft remained implanted in the pt.

Manufacturer narrative:
No product eval was performed since the graft remained implanted in the pt and the perfusion branch was discarded at the hospital. Results - a review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, no anomaly was found in the collagen coating records. The review of the water permeability testing of five products coated on the same day than the complaint device indicated values well within product specifications. Method - a retention sample coated on the same period and under the same condition than the complaint device underwent water permeability testing. Test result indicated value well within product specifications. Conclusions - no conclusion can be drawn. However, product testing performed on similar products would tend to indicate that the device was not defective.